Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 201 mg/dl. The device was not dropped or bumped prior to the alarm occurring. The drive support cap was reported flush. Customer's spouse was advised to discontinue use of the device and revert to back plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with a33 error alarm during basic occlusion test due to protruded/loose drive support disk. Unit had cracked case at display window corner, minor scratched display window, cracked battery tube threads, belt clip slot at battery tube threads area and broken reservoir tube lip.